Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Udis: (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses (tg3410/06616602, tg4015/06431453). The procedure was concluded without endoleaks present. On (B)(6) 2009, the patient was discharged from the hospital. Aneurysm diameter was 85 mm. On (B)(6) 2010, at six-month follow-up study, aneurysm diameter was 84 mm. On (B)(6) 2010, at one-year follow-up study, aneurysm diameter was 86 mm. On (B)(6) 2011, at two-year follow-up study, aneurysm diameter was 89 mm. A wait-and-watch approach was taken to the aneurysm enlargement. On (B)(6) 2012, in three-year follow-up study, aneurysm diameter measured 76 mm. On an unknown date, the patient passed away in another medical institution. No further information was available.